Event description:
It was reported that the customer fell on their insulin pump, and now they only have a partial display. Customer's blood glucose level at the time 12mmol/l. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received unit with cracked and bleeding lcd glass. The insulin pump passed displacement test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked lcd window, cracked case at the display window corner and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.